Manufacturer narrative:
The insulin pump was received with blank display anomaly due to corroded battery tube . Unable to performed displacement, rewind, seating and basic occlusion due to blank display anomaly. The pump was received with cracked retainer, cracked case at battery tube side, minor scratched display window and scratched case. Unit received with moisture damage on vibrator motor.

Event description:
The customer reported via phone call that the insulin pump had crack on the insulin pump. The blood glucose at the time of the incident was unknown. The device was returned for analysis.